Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the t2 implant of the ultra fast-fix could not be deployed. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the devices needle has been bent and the depth tube has been cut. The actuator has been fully actuated. The anchors are not visible and the suture appears to be stained. The unsealed packaging shows a different batch number than reported although multiple devices could have been used resulting the device in the wrong opened packaging. A visual inspection revealed suture of a different device were received with the device. The handheld device was returned with a bent needle and the depth tube was pushed backwards until the base of the tube was bent. No anchors or appropriate suture were returned with the device. A functional evaluation revealed the device could not be functioned due to bend in needle and anchors were not with or attached to the device. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.